Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed for lot#6104355 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results a review of stock product was performed for hahn tapered implant lot#6104355 and found no additional product in stock to review. Investigation methods/results the device was returned but not in original package. The device threads were intact, and had minimal bone debris on the threads. Root cause a root cause cannot be explicitly determined. It is unknown of the customer followed instructions in IFU-570. IFU-570 rev 3.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is iii, and their oral hygiene is listed as good. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2022 for a primary procedure on tooth #10. The patient returned on (B)(6) 2022 and upon examination, the provider noted inflammation and granulation/fibrous tissue around the implant and that the screw had fractured. The patient returned on (B)(6) 2023, after the final prosthesis delivery, and the device was removed.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. This complaint will be kept on record for track and trending purposes.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is iii, and their oral hygiene is listed as good. There is no medical or dental history prior to implant placement. The patient presented on (B)(6)2021 for a primary procedure on tooth #10. The patient returned on (B)(6)2022 and presented with issues. Upon examination, the provider noted inflammation and granulation/fibrous tissue around the implant. On (B)(6)2023, the device was removed on due to a broken screw.

Manufacturer narrative:
CAPA: ca-00016. Manufacturer reference: (B)(4).